Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within pigtails intermittently. Customer experienced a blood glucose level reading of "high"; specific value was not provided, and moderate ketones. Customer administered a manual injection to address the bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.